Manufacturer narrative:
Corrected data: d4 (alleged device is from the genesis 1 family).

Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. Mariconda m, lotti g, milano c. Fracture of posterior-stablized tibial insert in a genesis knee prosthesis. J arthroplasty. 2000 jun;15(4):529-30. Doi: 10.1054/arth.2000.4810. Pmid: 10884216.

Event description:
It was reported that on literature review " fracture of posterior-stabilized tibial insert in a genesis knee prosthesis", 1 patient that sustained revision surgery on the left knee in september 1994 in which a genesis tibial, femoral and insert were implanted. Three years after the surgical procedure, patient presented complaining of a 40-day history of pain, limp, and clicking sensation on the movements. Examination of the left knee revealed tense effusion, marked tenderness on the lateral compartment, and signs of sagittal instability. Patient required re-revision and confirmed the breakage of the base of the tibial polyethylene posterior-stabilized insert eminence with anterior displacement of the apical fragment. The detached plastic fragment was removed, and the broken insert replaced with a new smith & nephew insert of equal thickness. One year later, the patient was able to walk and to climb stairs without support. The left knee was painless, and no recurrence of effusion was noted. No further information is available.